Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography, the distal end cover of the videoscope fell off inside the patient. A medical intervention was done successfully to retrieve the distal end cover. There were no reports of patient harm.

Manufacturer narrative:
The following patient identifiers are linked: (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2025-00001. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the importer number in h10. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5 and h6 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that the distal cover fell into the oropharynx and was retrieved using forceps with esophagogastroduodenoscopy (egd) scope.